Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation found that the jelly leaked at the notch area. The notch was observed to be slightly ripped probably when user tried to open it. The potential root cause could be defective component supplied by supplier/vendor, user related. The exact cause how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the device is intended for single use only and is not reusable. (1) to secure a sterile field for the procedure, spread a clean wrapping paper. (2) place waterproof sheet beneath patient¿s buttocks. (Fig. 1) (3) put on sterile gloves. Open tray and place it on the wrapping paper. (4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (Fig. 3) (5) lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray."

Event description:
It was reported that the user found jelly leakage when the package was opened. The other device in the kit was used, except the jelly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the user found jelly leakage when the package was opened. The other device in the kit was used, except the jelly.